Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had dislodged. During the lead revision procedure, the helix was unable to be retracted. The lead was capped and replaced. The patient was stable.